Event description:
It was reported that an emg tube would not inflate in order to establish an airway, therefore, a second tube was used. The 2nd emg tube initially inflated, but would not deflate...and furthermore, was believed to have a "slow" leak. Re-intubation was not performed as a result of the "slow" leak in the 2nd emg tube, and the anesthesiologist opted to continue the procedure with the 2nd emg tube in place. There was no patient impact or injury reported as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no devices were received for evaluation due to the customer discarding both devices. The device was not returned and therefore no evaluation could be performed. Method: no testing methods performed. This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.